Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient obtained an unspecified error message on the reported meter; she was unable to provide the specific error message that occurred. At that time the patient experienced the symptom of lightheadedness due to having a cold; the patient is not diagnosed as diabetic. The patient administered self-treatment by consuming a glucose tablet; she did not seek any medical attention. This was a new, out-of-the-box, meter; the issue was not resolved with troubleshooting. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptom occurred prior to the meter issue and was not indicative of severe injury. However, as the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (08/28/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.